Event description:
It was reported that the implantable neurostimulator (ins) is overdischarged and the patient believed it had been dead for about a y ear. No further attempts will be made to recover the ins from overdischarge. Patient has four leads placed peripherally: two leads are abandoned and not connected to the ins, and two are connected to the ins. Patient wants the four leads and ins replaced. Patient has an appointment on (B)(6) 2025 to discuss explant with new managing physician. The issue is not resolved and is ongoing, but no adverse interventions currently planned. The rep noted they would submit any new information that becomes available. On 2025-may-14 additional information was received from the rep. The rep reported it was unknown if the device had reached eos normally, or due to becoming overdischarged. The patient reported the leads were placed peripherally on purpose but could not provide additional information. It was reported that the first two leads that were placed did not work so the surgeon disconnected those from the ins and placed another two leads, which were connected and used for years.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: product type lead; product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 23-sep-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The patient shared that they originally got two leads placed peripherally per the doctors recommendation. Then the patient said they didn't get any relief from those so the hcp placed two more peripherally in a different location but did not remove the first two. The hcp just left them abandoned. The patient does not know the reason why. The rep was unable to connect to the ins battery and the patient said that they just stopped charging the battery because it was no longer helping them with their pain.